Event description:
The following was reported to hamilton medical ag: summary: mainboard msp(B)(4) with sn: (B)(6) failed in self test. Buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard (buzzer) correction: replaced mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard (buzzer). Correction: replaced mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: mainboard msp160644 with sn: (B)(6) failed in self test. Buzzer defective.